Event description:
Patient with a total knee implant tripped and twisted his knee. Medial tibial plateau fracture and tibial component loosening were identified. Revision surgery to a posterior stabilized implant system occurred.

Manufacturer narrative:
Patient with a total knee implant tripped and twisted his knee. Medial tibial plateau fracture and tibial component loosening were identified. Revision surgery to a posterior stabilized implant system occurred. Review of the device history record indicates that the device was manufactured to specification.